Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 24, 2024 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious harm or injury the device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed ui (user interface) knob broken, the air outlet port had dust like contamination in it. Air inlet had white dust like contamination in it. Thermal event on humidifier harness connector and pca at j9. Pca (printed circuit assembly) had dust like contamination all over the top of it. Dust like contamination on the top of the blower box lid and surrounding area . Dust like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust like contamination in it. Air inlet seal had yellowed and had dust like contamination on it. The sound abatement foam was intact and had dust like contamination on top of it. Evidence of sound abatement foam degradation/ breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. The manufacturer observed dust/dirt contamination in the device and are consistent with being from an external source.